Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the suction irrigator instrument to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy and isolated lysis of adhesions procedure, the liver was inadvertently lacerated while using the suction irrigator instrument. Subsequent inspection revealed damage to the instrument¿s tip. It is unclear whether the suction irrigator instrument was defective prior to the procedure or if the damage occurred intraoperatively. The following details remain unknown: how the instrument was damaged, whether the laceration led to bleeding, and whether any additional medical interventions were required. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) clinical sales representative (csr), who connected with both surgeons, found that there is no documentation of any reported incidents involving the suction irrigator instrument, patient, or procedure date. Device evaluation: isi received the suction irrigator instrument for failure analysis. Upon evaluation, the distal tip was found damaged and there may be missing pieces; however, the size of the missing pieces could not be confirmed. The snake wrist and cables remained intact.

Event description:
Refer to h11 for follow-up information.